Event description:
It was reported that the bd bd plastipak¿ syringes had a damaged plunger which was found before use. The following information was provided by the initial reporter, translated from portugese to english. Verbatim: plunger manufacturing defect. Additional information: the defect is in the stopper. The incident was noticed before the use. There was no damage. There was no need for medical intervention. There was no exposure of blood/chemotherapic. There is 1 sample available.

Manufacturer narrative:
H.6. Investigation summary: the sample sent has plastic burrs across the entire edge of the plunger rod. Since it is a part originated from plastic injection process, the flashes are generated by excess material due to an opening between the mold plates during the production of the plunger rod, that allowed to generate the flash. The cause evaluated is due to a failure in the protection of the mold of the machine that produces these rods. During the molding process, the parts are extracted from the mold automatically, but if a part is extracted incorrectly and gets stuck inside the mold, the part in this case will prevent the complete closure of the mold in the next production cycle, causing failure to close the molds. Plates, thus generating the injection of excess material due to the gap between the mold plates. A device history review was conducted for lot number 9326899. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident are performed by visual inspection each 02 hours at 36 parts. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd bd plastipak¿ syringes had a damaged plunger which was found before use. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: plunger manufacturing defect. Additional information: the defect is in the stopper. The incident was noticed before the use. There was no damage. There was no need for medical intervention. There was no exposure of blood/chemotheraputic. There is 1 sample available.